Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin, and the insulin gauge initially displayed over 120 units of insulin. There was no reported impact to the customer's blood glucose level.